Event description:
Additional information received indicated that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. A revision procedure is anticipated to be performed but not yet scheduled. The patient was stable with no consequences.